Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, after inputting chemotherapy drugs, the connector shell was found to be cracked and leaking liquid. Quantity affected (B)(4) units. Additional information: please confirm the total duration of use for the maxzero device: the three problematic physical devices were used for approximately 1¿2 days.please confirm the brand and model of the product connected to the maxzero; jierui precision infusion set, light-shielding double-lumen, specific model unknown. Please confirm what substance was being infused at the time of the incident: chemotherapy drugs. Was the patient injured? No injuries. Was there an under-infusion? No please confirm whether the samples were disinfected¿if so, please specify the exact time and the disinfectant used: disinfected with standard alcohol swabs for approximately 10 seconds.